Event description:
The customer stated a cell-dyn emerald analyzer generated falsely low mchc results for multiple patient samples. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete. H3 other text : an investigation is in process